Manufacturer narrative:
The lens was returned wrapped in a surgical sponge. Solution was dried on the lens. The optic was cut into pieces typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. However, not applicable to the reported complaint. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that in the surgeon's opinion, there was no quality issue with the lens that caused or contributed to the event. It was indicated that the patient "couldn't tolerate". The multifocal company lens, 21.5 diopter, add power +2.2 & 3.2 lens was exchanged for an unspecified monofocal iol. Due to the exchange of a multifocal lens to a monofocal lens, the replacement lens may have been an improved choice for the patient¿s vision needs. Surgeon indicated the patient's issues have resolved and the prognosis is "good with monofocal lens". No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, visual disturbance and constant foreign body sensation and the patient was unhappy with the vision. The lens was explanted and replaced with monofocal lens in a secondary procedure. The clinical reason for the explant was mentioned as can't tolerate vision. Additional information has been requested.